Manufacturer narrative:
Analysis confirmed the reported issue; both output connectors were broken and the ventricular port was pushed in to the external pulse generator (epg). It was also noted that the upper case was cracked at the boss and the lower case was cracked at the battery drawer. There were also contaminated case screws. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) were damaged and non-functional. The epg has been returned for service. There was no patient involvement.